Event description:
It was reported that the patient had complained of diaphragmatic stimulation to the physician. It was noted during fluoroscopy, that the right ventricular (rv) lead was undersensing and had dislodged. The right atrial (ra) lead had dislodged into the right ventricle had high threshold and loss of capture. The rv and ra leads were revised and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).